Event description:
Customer reports back to back testing while using the advantage system with results of: 235 mg/dl to 75 mg/dl, 75 mg/dl to 145mg/dl. L1 control was run and in range. L2 control was out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.